Manufacturer narrative:
Correction: describe event or problem: it was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter in the tubes. It was reported that 6 devices were affected. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for embedded fm, fm on stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded fm, fm on stopper the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter in the tubes. It was reported that 6 devices were affected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter in the tubes.